Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in the ureter on (B)(6) and was explanted during stent removal procedure. According to the complainant, during stent removal, the stent was difficult to be removed and was further investigated to have several kinks. The physician cut the stent with a laser to remove the stent safely. It was added that the stent was not encrusted. There were no reported patient complications as a result of this event. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4) for the reported event of stent was difficult to remove. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.